Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Prior to hospitalization, the customer stated was vomitting and experienced dehydration. The customer had dehydration and vomitting. Troubleshooting was performed and the settings were accurate.